Event description:
Device explanted due to eos. Patient received multiple shocks due to noise on rv while in backup mode, resulting in eos. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.